Manufacturer narrative:
The check of the DHR of the poly liner involved did not show any anomaly on the 24 liners manufactured with the same lot number (lot # 2015at0wt). No other complaints received on this lot number. The liner involved is being returned to us; we will analyze it and submit a follow-up MDR.

Event description:
During a total knee replacement surgery, when inserting the poly tibial liner into the tibial plate, the surgeon noticed that the liner didn't go in as easily as expected. The surgeon used a different liner with the same tibial plate; in this second case, the liner was easily engaged to the tibial plate. Surgery time extended of 2 minutes. No consequences for the patient. Event occurred in the us.

Manufacturer narrative:
The check of the DHR of the poly liner involved did not show any anomaly on the 24 liners manufactured with the same lot number (lot # 2015at0wt). By our records, 15 pieces with this lot# have been used and no other complaints have been received on this lot number. We did not receive the poly liner involved, so we could not analyze it. We cannot be sure of the root-causes of the intra-op issue reported: it's possible that the slight plastic deformation of the anterior liner's tooth originated during the first attempt of inserting it into the tibial plate compromised any further attempt to properly insert the liner. In fact, if a correct coupling between poly liner and tibial plate does not occur at the first attempt, there is a high probability that the anterior poly liner's tooth will deform, making any additional attempt useless. Additionally, according to our investigation with the available info, the involved liner was fully functional before being used. Pms data: according to our data, a total of 2 similar complaints on physica ps tibial liners (6535.50.xxx) have been reported to limacorporate, on a total of 7.392 physica ps tibial liners sold ww since 2014. Occurrence rate: 0.027%. By our investigation, both the cases are not product-related. No corrective actions planned for this event. Limacorporate will keep monitored the market.

Event description:
During a total knee (physica ps) replacement surgery, when inserting the poly tibial liner into the tibial plate, the surgeon noticed that the liner didn't go in as easily as expected. It was difficult getting liner to seat. The surgeon used a different liner with the same tibial plate; in this second case, the liner was easily engaged to the tibial plate. Surgery time extended of 2 minutes. No consequences for the patient. Event occurred in the us.